Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that product in question is a midline catheter that was cracked just above the hub and discovered immediately after inserting into a patient. The catheter itself can¿t be inspected prior to insertion because it¿s encased in the body of the device. There was no real patient harm, aside from the fact that she had to be stuck twice to insert a midline because of the faulty product. This is the first time I¿ve seen this with a midline. Good outcome with second stick.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed, but the root cause could not be determined. Four photographs of a 20 ga powerglide pro catheter was returned for evaluation. An initial visual observation of photographs 1, 2 and 3 showed someone holding the detached catheter with a drop of a liquid observed to be coming out of the catheter shaft just distal of the pink hub. The catheter was observed to be attached to extension tubing and detached from the rest of the powerglide pro assembly. An initial visual observation of photograph 4 revealed the entire powerglide pro assembly kit contents laid out next to its packaging. Because the catheter was observed to be leaking in the returned photographs, the complaint of a leaking catheter is confirmed but the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that product in question is a midline catheter that was cracked just above the hub and discovered immediately after inserting into a patient. The catheter itself can¿t be inspected prior to insertion because it¿s encased in the body of the device. There was no real patient harm, aside from the fact that she had to be stuck twice to insert a midline because of the faulty product. This is the first time I¿ve seen this with a midline. Good outcome with second stick.